Manufacturer narrative:
Complaint allegation is confirmed. Upon visual inspection, it was noted that the tip of the arthrex eclipse¿ humeral head extractor had broken off. Functional testing was not performed due to the damage to the device. The most likely causes for this type of issue/occurrence are prying/levering the device against other instrumentation during use.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/21/2024, it was reported by a sales representative via (B)(4) that an ar-9401-17 arthrex eclipse¿ humeral head extractor broke off. This occurred during an eclipse total shoulder arthroplasty procedure the head extractor broke off when removing the trial head and the fragment was retrieved.